Manufacturer narrative:
The impella passed all post sterile inspection checks. Product was not returned for review. The cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the thrombocytopenia was not determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp had concerns of heparin induced thrombocytopenia and hemolysis. After four days of support the pump was explanted. The patient survived.